Event description:
An (B)(6) patient had contact lens tear in her left eye on 2 occasions in one week. She required medical intervention to remove the torn lenses as she was unable to locate the pieces in her eye. She suffered no abrasion or any other injury to her eye.